Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was faulty sensor on the drawer. A field service engineer replaced the position sensor. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system position sensor was malfunctioning. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.